Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: the display screen was dim and discolored. The audio bolus button was found to be damaged, but still responsive. Contamination was found on the audio bolus button contact. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored and the audio bolus button contact had contamination present. This report is made based on results of investigation completed on (B)(6) 2015.